Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing, had very hard cough and was treated with inhaler and antibiotics . The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, had very hard cough and was treated with inhaler and antibiotics. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed fine dust contamination on and in the blower. Wear and tear, including scuffs, dark marks, and indeterminate contamination on the exterior of the device. Contamination consistent with keratin contamination and/or bio-contamination was observed on the humidifier flip lid seal. Dark contaminants and other unidentified contaminants were observed on the exterior of the mask. Evidence of water ingress into the blower box was observed on the blower. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were five errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination on and in the blower, on the exterior of the device, and on the humidifier flip lid seal. Section d8, h2, h3, h6 were updated in this report.